Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for antibiotic administration. The pt returned to the hosp on the event date, where fluoroscopic examination revealed the catheter had fractured and migrated. A cutdown was performed to successfully retrieve the detached catheter segment. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Since no difficulty was encountered accessing this device prior to this incident, the co believes user technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.